Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) on behalf of her daughter (the patient) alleging an unknown error 1 issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. A replacement meter was sent. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 1 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Reporter name is unknown